Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. The product support engineer (pse) asked customer to swap the airflow sensor and the exhalation flow sensor and see if the sensor is the problem. The pse called cu back and he said he swapped the air and exhalation flow sensors and that helped. The customer ordered the flow sensors. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the airflow steps are high. The airflow is within spec but on the high end. No patient involvement.